Event description:
It was reported that the patient had an infection over the location of the right ventricular (rv) lead and there was a scab that would not close nor heal. It was also reported that the rv lead threshold was high and a polarity switch from bipolar pacing configuration to unipolar pacing configuration had occurred. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. A 4568 implantable pacing lead, (B)(6) 2002. (B)(4).